Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the iliac connector was loose and the iliac screw head. A revision surgery was performed to replace the loose iliac connector. The procedure was not delayed. No additional information about the event is available at this time. An image reading of the single anterior/posterior (ap) image was conducted by a medical director from this manufacturer. The report indicated the following: there appears to be thoracolumbar pedicle screw instrumentation with a single superiorly placed cross-connector, and bilateral iliac screws. The bony anatomy is not clearly visible in this x-ray therefore it is not possible for me to make any conclusions concerning patient anatomic contributing factors. It appears that there is asymmetry between the bilateral connectors of the iliac screws, suggesting a loosening, as indicated by complaint narrative. If any further information becomes available in the form of additional images or patient diagnosis/co-morbidities, complaint will be re-evaluated. This is report 3 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device names: mni, mnh, kwp, kwq. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the reported complaint situation using the returned devices cannot be replicated in a functional test. The complaint description and all the implants showing normal traces of use and not showing any visually detectable excessive deterioration or non-conformities, no possible explanation can be found. It cannot be seen that the above mentioned factors have contributed or caused the described event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the reported complaint situation using the returned devices cannot be replicated in a functional test since one of the key components of the disassembly is missing (bone screw) and the traces on the parts do not allow to measure precisely e.g. The original inner diameter. No specific possible explanation can be found since the complaint description does not provide enough detail. The implants show normal traces of use and do not show any visually detectable excessive deterioration or non-conformities. The material specification on the ti6al7nb lot of which the collet 04.621.190 has been produced does not show any irregularities. Functional testing cannot be done with the returned devices. The situation in the complaint could not be replicated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.